Event description:
The device was used during an open abdominal procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.